Event description:
In (B) (6) 2006 (exact date unknown), the patient was implanted with a gore excluder aaa endoprosthesis (exact amount of the devices implanted is unknown) to treat an abdominal aortic aneurysm. On (B) (6), 2010, the patient had a contrast computed tomography that revealed a type I and type ii endoleak. On (B) (6), 2010, the patient was implanted with one gore excluder aaa endoprosthesis aortic extender to treat the proximal type I endoleak. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
Device information was requested, however; the serial number was unavailable, and therefore a review of the manufacturing records could not be conducted. Per the gore excluder aaa endoprosthesis instruction for use, considerations for patient selection include but are not limited to; an infrarenal non-aneurysmal aortic neck length of at least 15 mm. Adverse events that may occur and / or require intervention include, but are not limited to: endoleak. Type ii endoleaks are a known risk factor for endovascular treatment of abdominal aortic aneurysms. Please note additional implanted: pxa2303000.